Event description:
It was reported the system was displaying a "checksum" error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a faulty sram memory card. System operates as intended.